Event description:
It was reported that this patient heard beeping tones from the implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the presenting electrogram (egm) and determined that the beeping tones were due to an alert for high out-of-range shock impedance measurement. The shock impedance had spiked to 155 ohms then went back down to the 70 ohms range. Ts suggested that the patient be brought to clinic for testing to reproduce spike in impedance. Other lead measurements remained stable. This right ventricular (rv) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).